Manufacturer narrative:
The affected side of "got infected" was not provided. The left side serial number is (B)(4) with lot number 2429818; the right side serial number (B)(4) with a lot number of 2506406. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the affected side, event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "got infected."

Event description:
Patient reported an unknown side "got infected." Device has been explanted.